Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue: the pump resets to factory default time/date with battery changes, and today they reset to 04/2/2010. Customer support assisted reporter in correcting the date and time. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. .

Manufacturer narrative:
Follow-up #1: date of submission// 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: black box shows time and date resetting to default following a power on reset. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.